Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the end-tidal carbon dioxide (etco2) is not functioning and will not display etco2 readings. There was no reported patient involvement; therefore, no health consequences or impact.